Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was noted in the non-sustained ventricular tachycardia (nsvt) episode. Boston scientific technical services consultant (ts) discussed that the pacing impedance was stable in the 500 ohms range and that the presenting electrogram did not show any noise. The clinician stated that the patient has dementia and has not been seen in the clinic. During a subsequent call, ts indicated that the available data suggested a potential lead issue, possibly reflecting early stages of lead failure given that the lead has been implanted for more than 20 years. Noise was observed on the rv channel, and programming optimization was performed; however, the noise remained visible although it was not being sensed. Ts recommended continued monitoring and advised bringing the patient into the clinic for further testing and potential reprogramming. Ts also noted that the patient may ultimately require a new lead. It was later reported that the patient was evaluated in the clinic, where rv oversensing was observed during isometrics. Programming optimization was performed, after which no reproducible rv lead noise oversensing was noted. As of this time, this rv lead remains in service. No adverse patient effects were reported.